Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that no cassette is attached. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned. For repair. Physical condition of device showed lens slightly scratched and minor bubbled downstream occlusion seal. Functional test found when cassette is being attached, "cassette locked but not latched" alarm message pops up every time. The cause was a defective latch lock flex sensor. Replaced latch flex sensor and unit passed all functional tests.